Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: surgeon fired 6 duet6048a to create the sleeve with no problems or complaints. When surgeon performed intraoperative egd for leak test it was noted there were bubbles from an approx .5cm area about 2cm from the start of about the 4th application (not at a staple line intersection). The surgeon applied traction sutures and made another two applications between the original suspect staple line and the egd scope, resecting the original staple line and part of another. Another leak test noted bubbles along what appeared to be that second corrective application. The surgeon attempted to laparoscopically over sew the area. He got in about 4 embrocating bites but decided he was getting fat instead of serosa and removed the suture. He then attempted to apply a reload behind the suspect staple line but coming across the junction of two of the prior applications, he could tell the staples were not going to form correctly when starting the firing sequence and stopped, and removed the instrument. Another device was used and made 3 applications after clearing some serosa to get a clean application up to the angle of his. He performed another leak test and there were no bubbles. He placed a drain at the area and the pt was sent to recovery after removing the resected stomach and closing. Operating room time was extended approx 50-60 minutes and the original staple lines and extra stomach tissue were resected.